Event description:
Reporter alleged blood glucose measured 148, 191, and 54 mg/dl when tests were performed within minutes of each other. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.